Manufacturer narrative:
The rptr indicated that the prod was not available for return. The device history was reviewed with no issues noted. Smiths was unable to confirm the issue or determine a possible cause without return prod eval. The issue is being monitored. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.